Event description:
The pump was returned for investigation. Investigation revealed that none of the keypad buttons had normal spring back or click and there was contamination under the contacts of all the keypad buttons. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons had normal responsiveness, but did not have normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.